Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "huge", "hardness, pain, capsular contracture[baker grade unknown] and rupture". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side is "huge", "hardness, pain, capsular contracture[baker grade unknown] and rupture." Patent additionally reported "night sweats, brain fog and vision loss," these events are not related to the device and will not be reported. Device has been explanted.